Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log file analysis it was concluded that other than reported the date of event was rather the (B)(6) 2020 as the device was operated for only about one minute on the (B)(6) 2020. According to the log file it was found that the device posted warnings to alert the user that the internal battery had been activated, followed by alarms regarding the decreasing level of battery charge. On the (B)(6) 2020 between 09:43 a.m. And 09:45 a.m. The device detected a power interruption and performed several restarts in order to solve the problem. Based on the information available these restarts were caused by a faulty or deeply discharged internal battery in combination with a faulty power supply. A deviation within the electronic system will cause a software-controlled restart of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds, the device continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. However, manual ventilation with an alternate device may be considered necessary. In the reported event the replacement of the power supply performed on-site remedied the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use on patient, the device suddenly shut down, a black screen occurred. The patient spo2 declined to 80%, rr to 32-38 times/min. There was no injury reported.